Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Venous air alarms occurred at the start of a routine hemodialysis treatment. Rinseback was not performed due to the time spent troubleshooting the alarms due to air in the blood circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to air alarms not resolved in a timely manner. The user's guide provided adequate instructions for troubleshooting air alarms. The cycler alarmed appropriately to the presence of air. Air alarms at the start of treatment are typically due to air entering the system when making patient connections or inadequate air removal during prime. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.